Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported by the customer's father that the insulin pump had a delivery anomaly. The customer's father stated that the doctor had indicated that the insulin pump was not delivering at certain times. Nothing further was reported.